Manufacturer narrative:
The device was not returned for evaluation; no pictures were provided. The most likely cause for the reported failure can be attributed to user error due to improper bone prep; misaligned insertion; prying/leveraging the device during insertion.

Event description:
On 08/10/2021, it was reported by a sales representative via e-mail that an ar-3680, fibertak button implant system, anchor pulled out. This was discovered during use in a procedure on (B)(6) 2021. The case was completed with a new ar-3680. Additional information provided 8/13/2021: the procedure being performed was a proximal biceps tenodesis. The anchor would not seat, as it continued to pull out of bone when attempting to pass suture tails. The socket for the anchor was created with the 2.6mm drill that comes in ar-3680. The case was completed by using a new ar-3680, inserting the anchor into the same drill hole.